Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead,, there was a tip seal observation, and a stylet was stuck in the distal coil of the lead.

Event description:
It was reported that the lead was repositioned over six times as the sensing values were bad and the pacing thresholds were unstable. During the repositionings, the helix of the lead would not fully retract. The lead was damaged during extraction. The lead was not used and a new one implanted. There were no patient complications reported as a result of this event.